Event description:
Pt was admitted to intensive care unit because of diabetic ketoacidosis. Her serum glucose was greater than 500. She had red blotches on her skin. She states that "98% of her injections were 'wet' injections.